Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the customer reported issue "bottom row of buttons not working when pressed" was reproduced. The "7" and "8" keys were found unresponsive. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause of the condition was determined to be a keypad failure. The keyad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the bottom row of buttons not working in the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.